Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at >500mg/dl. Elevated bgs were treated by changing out the cartridge, and delivering a correction bolus. Customer's contact indicated that the issue stemmed from the fact that the customer forgot to change out the cartridge and let the pump run out of insulin. Customer was okay after changing out the cartridge and delivering a correction bolus.

Manufacturer narrative:
Performed a visual inspection on usb connector (u73) on main pcba.pins of the usb connector were damaged. Unable to confirm the reported issue. Unable to perform a functional testing is due to no usb communication.